Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01440, 0001825034 - 2018 - 01442, 0001825034 - 2018 - 01443. Concomitant medical products: 192115 echo por fmrl lat nc 15x155mm lot 002020, 010000668 g7 pps ltd acet shell 62h lot 3730862, 010000735 g7 neutral arcomxl lnr 32mm h lot 3280529. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the patient experienced moderate to severe pain with occasional use of pain medication stronger than aspirin, moderate limping that required support, difficulty performing usual daily activities, pain that interfered with usual work, and an unsatisfactory rating three months post op. Subsequently, it was reported that the patient was lost to follow up due to death from aggressive lung cancer. No further information provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. X-rays were reviewed and found the following: left total hip arthroplasty is present. No radiographic features are present definitely predisposing to hip dislocation. Orientation of acetabular cup abduction and inclination appear to be within the "safe zones" (cup inclination and anteversion of 40° ± 10° and 15° ± 10°, as defined by lewinnek). Femoral stem component orientation also appears acceptable. The patient's bone condition appears normal. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. Contributing factors to the 3 month pain is the 2nd dislocation that was said to have occurred during that time frame. This is however unconfirmed because there is no evidence of dislocation and an unknown date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends